Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
This record is un-reporting due to device not PMA approved.

Event description:
Patient reported rupture confirmed by ultrasound and magnetic resonance imaging. This report is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.